Manufacturer narrative:
F10: device code; 1628, 1036. H3: examination of the ring in co's laboratory revealed disruptions in the sewing ring which appeared artifactual of the explant procedure. Host tissue overgrowth was also noted on the ring but did not appear to have affected the function of the ring. No further inconsistencies were noted. The primary cause for removal of this ring was determined to be due to an unsuccessful repair since a valve was implanted. H6: 86=x-ray analysis.

Event description:
This event was reported as mitral regurgitation. No further info provided.